Manufacturer narrative:
Inspected one opened/used enlite sensor and performed continuity resistance test and sensor passed per specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.